Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001225112 -2020 -00001.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: part #00223200418 lot #64201775, part #00223200418 lot #64208909, part #00223200418 lot #6428909, part #650-1067 lot #2954556, part #00223200418 lot #63796066, part #11-303015 lot #316650, part #650-1057 lot #2958840. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip surgery approximately 11 months ago, and was revised one month later due to fall, femur fracture and stem subsiding. Surgeon used beta-bsm as a bone graft substitute in the first revision. A second revision was performed approximately six months after due to dislocation and delayed healing of previous fracture.